Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered within range and no instrument errors occurred at the time of the event. As per the instruction for use (IFU) for n antiserum to human-ig/l-chain, k-type: the nephelometric determination of human immunoglobulin/ l-chains, types kappa and lambda, cannot replace immunoelectrophoresis or immunofixation electrophoresis in the diagnosis of monoclonal gammopathy. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required. MDR: 9610806-2020-00047 was filed for the results obtained on 20-aug-2020.

Event description:
A discordant, falsely low kappa light chains result was obtained on a patient sample on a bn ii system using n antiserum to human-ig/l-chain, k-type reagent using a 1:20 sample dilution. The discordant result was not reported to the physician(s). The sample was repeated for kappa light chains using a 1:100 dilution on the same system with the same reagent, recovering higher. The result was reported, as the correct result, to the physician(s). The following day, the same sample was repeated for kappa light chains with the same system and reagent using a 1:20 dilution, recovering lower. This result was considered discordant. The sample was then repeated for kappa light chains using a 1:100 dilution on the same system with the same reagent, recovering higher. This result was considered correct. Neither of these results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low kappa light chains results.